Event description:
It was reported that during an x-ray check after closing incision, a metal piece was found in the patient shoulder. The operation staffs checked all devices used in this surgery and found that tip of the wand was broke. The x-ray check is a normal process to verify that the operation was completed as planned. Revision surgery was performed immediately and the metal piece was removed. No patient injury or other complications were reported.

Manufacturer narrative:
Device returned under exception (B)(4). This complaint is to capture the revised surgery to retrieve the detached tip. (1) using the device for mechanical displacement of tissue through applied force, (2) using the device as a lever to enlarge a surgical site or gain access to tissue or (3) coming into contact with a metallic object. The instructions for use outlines warnings and precautionary measures to adhere to during activation of the device. It was reported that aside from the immediate revision to remove the metal piece which was noted on intraoperative x-ray, no patient injury or complication was sustained. No further patient impact is anticipated.

Event description:
It was reported that a revision surgery was performed immediately due to a metal piece that was found in the patient shoulder. No patient injury or other complications were reported.